Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland): lcd-screen went blank - mid infusion

Manufacturer narrative:
Exemption number e2011009. (B)(4). Result of examination: a visual inspection was performed. The pump was clean and showed no damages. No signs of a drop damage were found. A functional test was performed. After switching on the device the display showed no symbols. The display was completely white, all pixels were triggered. However, the led based status indicator of the pump (green led = function, orange led = pre-alarm, red led = alarm) operated as intended. The device was disassembled and the inside was investigated. No damages inside were discovered. The failure of the display is considered in the risk analyis. Led´s operating independently from the display. The display function is uncoupled of the delivery rate. Delivery and alarm functions are not affected of the display function. Potential defect is adequately addressed in the risk analysis.